Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen is now unresponsive. Customer had elevated blood glucose levels (700 mg/dl). Customer delivered manual injections to stabilize blood glucose levels.